Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the clinic indicated that the pump needed to be replaced. Animas attempted to follow up with the reporter but has been unsuccessful at this time. This report is made because troubleshooting was unable to be completed to determine if the issue was resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/17/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was no pump history from the time of the event available due to continued patient use of the pump. No unusual activity related to complaint was observed in the available pump history. The pump battery compartment was observed to be cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.